Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection and erosion with sepsis. A revision was performed and the rv lead was explanted. The company representative informed that the a new system will be implanted later. There were no additional adverse patient effects reported. There was no indication that the rv lead will be returned.